Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter state: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. This event was reported by the distributor. The physician is: dr. (B)(6). Block h11: correction to model number m00523440 - m00523480; correction to lot number 0027130043 - 0025544251.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the guide catheter was broken/separated. It was unknown how the broken piece of guide catheter was removed from the patient. Another flexima plus biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. This event was reported by the distributor. The physician is: (B)(6).

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stent placement procedure in the common bile duct, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the guide catheter was broken/separated. It was unknown how the broken piece of guide catheter was removed from the patient. Another flexima plus biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.